Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What was the condition of the j-j tissue when the ethibond suture was placed (healthy, diseased)? How was the ethibond suture placed on the anastomosis (interrupted or continuous)? What was the indication for the gi swallow? Please describe what is meant by ¿mesentery reaction¿ to ethibond suture? How is tissue reaction different from post-operative healing? What was the post op date of the second procedure? Can you describe the suture during the second procedure? What is the surgeon¿s opinion of the relationship of ethibond to patient obstruction? What are the patient age, gender, weight, medical history? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a rygb procedure on unknown date and suture was used to close the mesenteric defect. Three days post procedure, the patient was fine. Two weeks post procedure, the patient underwent gi swallow which showed a small bowel obstruction at the location of the j-j anastomosis. A laparoscopic procedure did not reveal the issue, so the surgeon converted to open procedure on unknown date. The surgeon discovered tortuous j-j anastomosis and opined that the mesentery had reaction to the suture. The suture was replaced with different suture type and the patient is reported as not having any further issues. Additional information has been requested.

Manufacturer narrative:
Pc-000232638 date sent to the FDA: 08/02/2018 additional information was requested and the following was obtained: what was the date of the initial procedure? Unknown. What was the condition of the j-j tissue when the ethibond suture was placed (healthy, diseased)? Healthy how was the ethibond suture placed on the anastomosis (interrupted or continuous)? Interrupted what was the indication for the gi swallow? Small bowel obstruction please describe what is meant by ¿mesentery reaction¿ to ethibond suture. The surgeon said it looked like an allergic reaction...the mesentery appeared inflamed and had contorted as a response. How is tissue reaction different from post-operative healing? Contorted what was the post op date of the second procedure? Unknown can you describe the suture during the second procedure? I thought I did...it was 2-0 vicryl what is the surgeon¿s opinion of the relationship of ethibond to patient obstruction? His opinion was that it caused the obstruction due to an allergic response what are the patient age, gender, weight, medical history? Unknown what is the current condition of the patient? Fine